Event description:
The customer stated that an error code #1113 (invalid test result, read value #) was generated on one pt sample on the axsym digoxin iii assay. There was no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.